Manufacturer narrative:
Final analysis of neurostimulator model 37712, serial # (B)(4) showed the battery had reduced capacity due to overdischarge. The ins is functionally okay, but the battery has reduced capacity due to being overdischarged. According to the trace report taken from the ins, the device was only recharged once during the time it was implanted. It was implanted on (B)(6) 2011 and recharged only on (B)(6) 2011. The ins was last adjusted with the patient programmer on (B)(6) 2011. The ins went to the lock mode on (B)(4) 2011. It was never recharged again until recharged in the analysis lab using the physician mode recharge. Final analysis of plug/boot model # 3550-29, lot # showed no anomaly found.

Event description:
It was reported that the patient experienced a loss of stimulation. There was no telemetry with the stimulator possible neither with the physician programmer nor with the patient programmer nor with the recharger. The physician mode of charging the stimulator to revise a possible deep discharge was not successful. The stimulator was explanted and replaced. The patient outcome was that the patient benefitted from stimulation again after the replacement.

Event description:
Additional information received noted that the implant date was (B)(6).2011. Regarding recharging it was noted that the patient had no problems recharging the device in the past. Regarding the implant depth being checked during the revision it was noted that the implant depth was <(><<)>1cm.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow up report will be sent when analysis is completed. Plug/boot model # 3550-29 lot # unknown implanted unknown explanted 2012-(B)(6).

Manufacturer narrative:
(B)(4).